Event description:
The tech alleged that the mattress is deflated and the hilow coiled cable is cut and bare metal wires are exposed. No patient impact.

Manufacturer narrative:
The tech replaced the hilow coiled cable to resolve the issue.